Event description:
Customer alleged blood glucose test result of 622 mg/dl and 212 mg/dl within 10 minutes on the advantage system. The customer reported having no symptoms and did not treat or act on the result. No serious adverse event was reported in connection to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
.